Event description:
On (B)(6) 2011, the patient/lay-user's reporter contacted lifescan (lfs) alleging that the patient was experiencing a power issue with his one touch ultra meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported that the alleged issue with the subject meter not turning on began on an unknown day and time "5 months ago" prior to contacting lfs. She stated that the patient manages his diabetes with r and n insulin (sliding scale) and due to the alleged issue, she denied that he made any changes to his usual diabetes treatment. She claimed the patient became "sweaty" after the alleged issue started, "5 months ago" prior to contacting lfs. At an unknown time, the patient was in the emergency room, and the reporter stated the patient's blood glucose was tested with an unknown device and a result of over "400 mg/dl" was obtained. The reporter was unfamiliar with the kind of treatment the patient received in response to his symptom. During the initial call with customer service, the agent noted that the patient's reporter provided information of meter misuse. It was reported that "the dog got to the meter." Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.